Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation inside the original box with the patient card and sticker page in it. Visual inspection showed debris on the optic region. Both haptics were present; the opti edge had no abnormalities. One of the haptics was slightly bent, but since the iol was explanted there is no evidence to accurately determine it was caused by either handling or manufacture. There were no other noticeable defects on the iol. Manufacturing records reviews: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that this was the only complaint received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. As a result of the investigation there is no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that a vitrectomy was done. A za9003 22.5 diopter lens was cut and removed. There was no patient injury. Additional information provided by the customer indicated that a mechanical vitrectomy done; sulcus lens chosen. Za9003 lens was cut out and removed. Successful alternate sulcus lens completed. No further information was provided.